Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip and broken off end cap. No damage on drive support disk or on end cap sticker noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated the right end of the pump casing is coming off at the seem. The customer does not know how it happened.the customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.